Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarms noted during testing or in the device trace download. Device powered up properly after battery installation. No blank display noted during testing. No unexpected pump error 23 alarms noted during testing. Pump error 63(variable 3) alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
The information provided about the auto mode was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the auto mode was not active on the insulin pump due to transmitter connection was disconnected from insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 404 mg/dl. Customer's other blood glucose value was 382 mg/dl and 292 mg/dl and 400 mg/dl. Customer stated that the insulin pump had blank display and power loss alarm. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that the display did not return. Customer stated that the insulin pump was stop working and it had insulin pump error. The device be returned for analysis.